Event description:
The nurse assisting a (B)(6) old male patient contacted zoll customer support to report the patient's electrode belt has exposed wires. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient's belt has exposed wires) has been confirmed. As received, the trunk cable connector was broken with exposed wires. The root cause of the broken trunk cable connector cannot be positively identified, but was likely a result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.